Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated and would not emit tones with the application of a magnet. The battery status of the ICD registered end of life (eol). It was further reported that the patient had not had a follow-up for 15 months and did not recall the device being at a battery status of eri at that time.